Event description:
It was reported that the pulmonary artery was damaged during use. After weaning the heart-lung machine, bleeding was observed from endobronchial tube. Since it could have been from the damage on the vessel, customer clamped the pulmonary artery and the bleeding stopped. Upper lobectomy was performed and patient is currently using the percutaneous cardio pulmonary support. The doctor does not think this event was related to the catheter. Product will not be returned from the customer.

Manufacturer narrative:
This event was determined to be reportable following edwards standard procedures. The lot number was not provided and a device history record could not be completed for this device. The device is not available for evaluation as the customer is not going to return the device for evaluation.